Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and the customer successfully reset it. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump but to call back if the issue arises again.